Manufacturer narrative:
The patient remains on going with the implanted device and no further information has been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that anticoagulation was stopped approximately 3 weeks ago due to uncontrolled epitasis. The patient was readmitted with heart failure symptoms. Ramp speed study does not show any increase in off loading of the ventricle. The cannula position was found to be appropriate. Left ventricular gram shows minimal flow of blood through the pump. There has not been a change in vad parameters associated with this event. This patient was initially a bridge, patient but decision was previously made transition to destination therapy. The vad coordinator also advised that this patient is not a good candidate to return to the operating room. There will be a discussion with the bad team to either initiate inotrope support or hospice with patient.